Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a packaging anomaly. Customer's blood glucose was 8.0 mmol/l. The customer was trying to change sensor, but when opened the package the plastic part it came off, the wire came off. The customer was advised that we will send replacement for product as patient didn't even get to use it.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) to other inside of the sensor, unable to confirm if customer received sensor in said condition due to customer returning it opened/used.